Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan is noisy. Analysis also found the ECG (electrocardiogram) connector on a printed circuit board assembly is loose. Keyboard hinges are broken, tabs on the power cord bay door are broken, and the lower case has a damaged foot. Concomitant product: 229047 analyzer.

Event description:
It was reported the fan motor is making loud noise during normal use. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.